Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), that there was something wrong with the meter. Customer service had the reporter power the meter on and ran a quality control test and meter passed testing. Since it is unknown what the issue is, customer service requested the patient to contact lfs. Products seems to be working and is not being replaced at this time.

Manufacturer narrative:
Lot # of the test strips were not provided.